Manufacturer narrative:
The lead was returned with no reported event. Final analysis found that the insulation was abraded at 1.0 cm to 2.7cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: g3 should have been reported as mar 22, 2021.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to another device or features of the heart was found at 1.0 cm to 2.7 cm from the distal end. Electrical testing did not find any indication of conductor fractures. The lead was shorted due to coil and insulation damage consistent with procedure damage.